Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The patient's device was explanted on (B) (6) 2008 for issues unrelated to the pe tubes. This is the final report.

Event description:
The patient reportedly had pe tubes placed in (B) (6) 2007 to treat middle ear issues.